Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties and subsequent treatment appear to be related to the operational context of the procedure; however, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. It was reported that after deploying the stent, it was observed that the wire was trapped between the vessel and stent, resulting in difficulty during removal. Manipulation of the wire, when interacting with the stent, likely contributed to the reported material separation. The separated portion of the wire remains within the anatomy. The reported patient effect of dissection is listed in the hi-torque guide wires instruction for use as a known patient effect of procedures. It was reported that the wire was trapped between the vessel and the stent. It should be noted that the versaturn instructions for use states: ¿do not: deploy a stent such that it will entrap the wire between the vessel wall and the stent.¿ in this case, the deviation appears to be a reopenable clinical response to the clinical situation. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery with severe stenosis. During the procedure, the versaturn guide wire was advanced to protect the diagonal branch. An unspecified stent was deployed in the lad and the distal end of the guide wire separated and remained between the vessel wall and the implanted stent which was confirmed with intravascular ultrasound (ivus). The separated piece remains in the left main to lad and the deployed stent fully covers the guide wire. The next day, follow up aortic computed tomography angiography (cta) showed a suspected aortic sinus dissection and the patient was transferred to a higher-level hospital for observation and treatment. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6- medical device problem code 2017 clarifier: failure to follow steps / instructions.